Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing was noted on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating abbott technical support was contacted.